Event description:
It was reported that the patient presented with ventricular assist device (vad) low flow alarms assumed to be volume related because they drank too much water. The patient was hospitalized, and the cause of the low flows were due to hypertension. The patient was discharged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed intermittent decreases in estimated flows within the analyzed period and 54 low flow alarms were logged since (B)(6) 2020. Information received from the site indicated that, in addition to the low flow event, the patient was hospitalized, and the cause of the low flows were due to hypertension. The patient was discharged. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, th e progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed intermittent decreases in estimated flows within the analyzed period and 54 low flow alarms were logged since (B)(6) 2020. Information received from the site indicated that, in addition to the low flow event, the patient was hospitalized, and the cause of the low flows were due to hypertension. The patient was discharged. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, th e progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient presented with ventricular assist device (vad) low flow alarms assumed to be volume related because they drank too much water. The patient was hospitalized, and the cause of the low flows were due to hypertension. The patient was discharged. The vad remains in use. No further patient complications have been reported as a result of this event.